Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) to compare usage and outcomes recorded in 40 patients, 40 procedures, (24 males, 16 females) for skyline cervical plate against all other surgical cases recorded within the spine tango registry between november 05, 2020, and april 04, 2022. Final registry report outcome description: surgical complications ¿ postoperative: 1 other hematoma, 1 radiculopathy , 2 motor dysfunction, 1 sensory dysfunction , 1 implant failure . Postoperative complications: 2 motor dysfunction , 1 recurrence of symptoms, 4 adjacent segment pathology, 2 other . Reoperations: 1 reoperation at any level, reason: unknown, 1 reoperation at an adjacent level, reason: unknown, 1 reoperation at the same level, reason: unknown. This is for an unknown depuy spine skyline cervical plate. This is report 1 of 2 for complaint (B)(4). A copy of the clinical evaluation form is being submitted with this regulatory report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. 510k: this report is for an unk - plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) recorded in the spine tango registry in 85 patients (44 males and 41 females) who underwent surgery using skyline cervical plate between 2020 and 2024. Reported complications in switzerland are the following: postoperative general complications (before discharge): (n=1) pulmonary. Postoperative surgical complications (before discharge): (n=1) motor dysfunction; (n=1) recurrent nerve paresis. Surgery follow-up complications - early (< 28 days): (n=1) extravertebral hematoma; (n=1) motor dysfunction; (n=2) other; (n=1) sensory dysfunction. Surgery follow-up complications - sub-acute (2-6 months): (n=1) non-union. Surgery follow-up complications - late (> 6 months): (n=1) adjacent segment pathology. Reoperations at any level: (n=1) unknown. This report is for an unk - plate: skyline. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.